Event description:
It was reported that the insulin pump suddenly turned off. Customer mentioned a low battery alarm. Customer's blood glucose reading at the time of the call was 10.7 mmol/l. No further info reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.